Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The universal handle assembly was returned with a fractured handle sleeve. Visual inspection confirms that the fracture runs circumferential to the shaft, through the dowel pin hole. Strike marks are seen on the strike plate indicating use while in service. The main tube that shows the lot number was not returned. The device history records (dhrs) could not be reviewed due to lack of product identification, i.e. No lot number provided. This device is used for treatment. A complaint history search for the part/lot could not be conducted due to the product lot number being unknown. The frequency of use of this device as well as device age cannot be determined. A specific cause for the reported condition could not be determined with certainty.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the handle on the impactor broke during surgery.